Event description:
It was reported that patient presented to clinic with a serious bend in their driveline. The patient had not had any alarms or any indication of electrical instability. A photo and log files were provided to document any issues before attempting to rectify this. The external sheath appeared to be the only damaged area. The log files did not contain any evidence of any type of electrical shorting or conductor degrading issues. The tear in the outer driveline jacket was cosmetic only at the time. It was noted that the patient had gained 30 pounds in the past week which could have contributed to the driveline bend/superficial damage. It was suggested to apply rescue tape to the outer jacket tear. The driveline bend would need to be straightened to apply the rescue tape. There were no unusual events recorded in the log file event history. Evaluation revealed that the silicone jacket was also torn at the bend, revealing the underlying bionate layer that appeared unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed a bend in the pump cable with superficial damage near the terminus of the external bend relief. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of weight gain could not be conclusively established through this evaluation. The patient presented with a bend in their driveline. It was noted that the patient had gained 30 pounds which could have contributed to the driveline bend/superficial damage. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The submitted photo showed a portion of the external pump cable with a tight bend near the terminus of the bend relief. The outer jacket was also torn at the bend, revealing the underlying clear jacket. The submitted log files appeared to capture the pump operating as intended at the stored patient speed, and there were no notable alarms active in the files. The patient remains ongoing on mlp-034957 with no additional related complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.